Event description:
The customer reported that pacing with the device was not functioning as expected. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4), the device was evaluated by a local philips field service engineer, but the symptom could not be duplicated. There was no trouble found. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not reproduced. As of (B)(4) 2010 there have been no further reports of this issue with this device.